Manufacturer narrative:
(B)(4). Batch # n93p3h. The device was returned with the tissue pad damaged, melted, and 100% present - not detached as reported. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. Dry body fluids were observed on the handle and shaft. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Generator event log summary: the gen11 event log for gen11 s/n (B)(4) was reviewed. The subject harhd36 instrument from batch n93p3h was located in the event log. The instrument completed 29 activations; 5 activations with advanced hemostasis and 24 activations on pl5. The event log analysis is consistent with the analysis finding code of tissue pad damaged or melted. There is significant evidence of user abuse. There are 3 activations exceeding 500-joules of energy delivery and one of these exceeding 600-joules. These activations are long in duration and confirmed that the jaw was closed (since the instrument closure switch was made). The abusive transections are as follows: (B)(6). Firing number 16 and 27 were especially abusive because the instrument continued to be fired after the att second activation tone had been sounding for 26 and 10 seconds respectively. The probable cause of the tissue pad being damaged or meted is that the active blade was activated against the tissue pad with minimal tissue in the instrument jaws. If tissue remains in the jaws without transecting, activation should be stopped and the jaws repositioned on the tissue to complete transection.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that towards the end of a laparoscopic total hysterectomy the tip of the tissue pad melted and fell off into the patient. The piece was found and removed from the patient. The procedure was completed with an alternate unlike device. There were no patient consequences reported.